Event description:
It was reported that pump malfunction occurred with no notable events prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require third-party assistance. Technical support provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.